Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned

Event description:
It was reported: "regarding your implant, it is been a little over 5 weeks at this time and I am now experiencing clicking as well as the swelling and inflammation has gone down! Is this going to be the same case with a stryker implant as well. Time will tell for sure and physical therapy may have some ideas how to strengthen tissue around the implant(s). However, with your design is it normal to have movement, clicking resonating up my femur? I hope you can give me some guidance if this will be ongoing like the competitor product!" Patient reported a primary stryker right knee implant on (B)(6) 2022 and reports "clicking, swelling and inflammation". Patient reported experiencing the same issue in his left knee which was competitor product.